Event description:
The end user alleges she put the scooter in drive to go forward, but instead it jerked her backwards into something behind her. She banged her head and fell from the scooter. The end user sustained a cut to her head requiring stitches.

Manufacturer narrative:
Inspection revealed the yellow and blue wires inside the throttle pot were reversed. With the wires reversed this would cause the unit to go backwards when the end user pushed the lever to go forward and vice versa. The unit has been repaired and is operating according to specifications. Pride has had no other complaints of this nature and it appears to be an isolated incident.